Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/06/2017 to the present date 10/9/2020, and confirmed that this device was not previously returned for servicing and there were no production failures, which correlate to the customer reported issue.

Event description:
It was reported that a device was returned unexpectedly. There was no reported patient involvement.